Event description:
A us distributor reported that a monitor sn (B)(6) displayed a service code 102 and monitor sn (B)(6) response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (response buttons non-functional) was due to the rear response button switch being contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (102 service code) was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitors.